Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. The customer reported a blood glucose level of 225 (mg/dl). Due to the customer changing the supplies, troubleshooting to determine the source of the occlusion was unable to be performed. The cartridge uses humalog and had been in use for 6 days. The customer was reminded that humalog is indicated for use for up to 48 hours. The customer acknowledged and stated the cartridge would be changed.